Event description:
It was reported via user facility or voluntary medwatch/maude report list # (B)(4). A 2.50mm x 15mm emerge balloon catheter was advanced for dilation. The balloon would not inflate or deflate correctly. The procedure was completed with another of the same device. There were no patient complications reported.